Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 530 mg/dl, and she was treated with an insulin drip. The customer had symptoms of nausea and vomiting. Troubleshooting was performed. The programming, time, and date were correct. Advised the customer to call back when the tubing clamp arrives to complete the testing. No further information was provided.